Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated they received the error code 1111: rubella g calibration, mcal 1 too high, on the axsym analyzer. The abbott customer technical advocate (cta) requested that the customer replace the probe, calibrate the pipettor, the fpia, and the meia, then decontaminate the mup and recalibrate. The customer performed all of the above troubleshooting without resolution. The cta advised the customer to centrifuge the calibrators prior to use which resolved the issue. No impact to patient management was reported.